Event description:
Diagnosis tah; abbott pca pump programmed to deliver a demerol concentration of 10mg ml; demerol mfg by abbott; pump setting was 100 mg q 3 hr prn; 15 mg/hr continuous; pump sounded occlusion alarm; occlusion cleared; pumped turned off; pump turned back on and reprogrammed; pump started; pump administered wrong dose.